Manufacturer narrative:
The system controller was not returned for evaluation as it remains in use. Although the reported event of the system controller being very hot was not confirmed, similar incidents of the system controller¿s surface temperature rising to an uncomfortable level have been identified and is being addressed through the corrective and preventative action process. The health professional reported that they plan to re-educate the nursing staff by delivering a statement in email and posting it on the nursing units to ensure that the protective case remains on the system controller at all times. The instructions for use cautions the user not to place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably hot. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that at the time of the event the system controller was without the black leather protective case in the patient's bed. The system controller was found in direct contact with the patient's skin, wedged between the patient's leg and the bed. The patient was intubated and sedated and therefore was unable to alert the hospital staff. The burn was reported as a full thickness burn. The area did not require surgical intervention. The burn was treated with wound care and has almost completely healed.

Manufacturer narrative:
(B)(4). Approximate age of device:6 days (calculated from the date when the system controller was issued to the patient.) The system controller remains in use. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a burn from the system controller. The patient remained asymptomatic. Specific information regarding the burn and any treatment rendered was requested but was not provided. It was also reported that the vad team has educated the nursing staff to ensure that the black leather case remains on the system controller at all times, but it did not occur for this patient. The manufacturer's clinical specialist reminded and showed the health professional the temperature warning that is in the instructions for use.